Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered autologous cells at a lower rate or volume than programmed (under infusion) during therapy. The product volume was 76 mls and the pump under infused by 14.2 mls (delivery rate unknown). It was also reported there was no patient injury.